Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged two days after the original implant. As a result a revision procedure was performed and the lead was successfully replaced with a new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a detailed analysis was performed. The allegation of lead dislodgement could not be confirmed. The lead passed all electrical testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.